Event description:
Check IV set error, none installed. Case rear-crack, bezel assembly-lower hinge crack, pressure sensor-check IV and iui-damage. There was no patient involvement. 01/24/2018 07:51:16 (B)(6). Po for (B)(4). Approved by (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi 02/05/2018 08:00:13 (B)(6). Estimate mjr waiting for approval. 02/05/2018 12:18:09 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6). For (B)(4). No change to the po#. 02/06/2018 07:43:37 (B)(6). Missed tat mjr. 02/06/2018 10:27:25 (B)(6). 1z9791540270199317.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(6) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).